Event description:
Reporter stated the infusion device switched off and then turned on after the battery was changed. The customer attempted to bolus but realized the check button would not function correctly. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).